Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to second degree rectocele, recurrent cystitis. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2013 patient underwent polypropylene mesh revision in the posterior vaginal wall, posterior colporrhaphy and enterocele repair with surgisis biological graft, tension free suburethral sling procedure with a biological sling(surgisis)/ biodesign, and diagnostic cystoscopy, removal of mesh segment due to chronic pelvic pain, history of mesh erosion in the posterior vaginal wall, post menopausal bleeding, sui, patient noted to have enterocele with a marked shortened vagina secondary to the prior surgical repair. On (B)(6) 2013, patient underwent in office excision of 0.5cm area of exposed mesh on the posterior vaginal wall due to mesh erosion, pelvic pain, post menopausal bleeding. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.